Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, undersensing on the device was noted. Furthermore, a connection anomaly was noted due to the app needing an upgrade. No further intervention was performed at this time, and the device will continue to be monitored until it can be reprogrammed. The patient was stable with no adverse consequences.